Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not turning off and insulin pump alarmed for replace battery now without low battery alert. Customer states that insulin pump was not functioning and did not turning on. Customer performed troubleshoot for replace battery now but customer did not receive a low battery alert prior to the replace battery now alarm. Customer¿s blood glucose was 119mg/dl at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Unit was monitored for 3 days and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery alert or replace battery now alarm noted during testing or in the pump trace download. Unit received with pillowing keypad overlay, cracked retainer and minor scratches on lcd window.